Manufacturer narrative:
Returned for evaluation was a drainage catheter without the hub. As received, the only approximately 33cm of the drainage catheter was returned for evaluation. The hub and remaining catheter tubing were not returned. The drainage catheter was fractured/sliced at approximately the 17cm mark. The reported complaint description is confirmed. Angiodynamics' supplier of this product was notified of the event and forwarded the device for a device evaluation, corrective action and a root cause determination. The supplier confirmed that the shaft material had disintegrated. The root cause of the failure cannot be determined. The supplier performed a device history report review of the lot identified and found no indication of a manufacturing defect that could have impacted the reported event. The catheter dimensions were confirmed to meet device specifications. In addition, a review of the catheter extrusion lots and the base material resin lots associated with the devices in question were reviewed. There was no common denominator observed that would indicate the tip fracture events were related to material or catheter extrusion issues. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The used device has been returned to angiodynamics. As the fractured guidewire is a purchased component, it is being returned for evaluation to the supplier, xxxxx, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. Complaint # (B)(4).

Event description:
Patient was brought in for biliary removal/exchange and before starting the procedure imaging showed that the catheter was broken in 4 spots. The main portion of the catheter was removed with the distal end remaining inside the patient. Attempts were made to retrieve the remaining catheter tip that had looked to be broken up but they were unsuccessful. There was a stent in place that they had to work through which made it very difficult to retrieve the remaining catheter fragments. Procedure was completed. Catheter was originally placed on (B)(6) 2019. The reported defective disposable device has been returned to the manufacturer for evaluation.